Manufacturer narrative:
This complaint cannot be classified as no faulty sample was available for analysis. Having checked the batch history file, no abnormalities were found. This is the first complaint received for batch no. 070116gg and the 13th complaint for a ruptured epicutaneo-cava-catheter within the last 3 years. The main reason for rupture of an epicutaneo-cava-catheter is an overload of bolus pressure above 1,2 bar (see warning in IFU). Intensive training for catheter handling according to the product's IFU is strongly recommended. This is the first complaint received for catheter embolism within the last 3 years. Without having a faulty sample available for examination no further investigation is possible.

Event description:
Due to the rupture of the catheter the fragment migrated to the pulmonary artery. A catheterization was performed to remove the part of the catheter that remained in the patient's vein. Due to the rupture of the catheter the fragment migrated to the pulmonary artery. A catheterization was performed to remove the part of the catheter that remained in the patient's vein.

Manufacturer narrative:
The details of this event are being analyzed as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA with in thirty days of its conclusion via follow-up MDR.

Event description:
Due to the rupture of the catheter the fragment migrated to the pulmonary artery. A catheterization was performed to remove the part of the catheter that remained in the patient's vein. Due to the rupture of the catheter the fragment migrated to the pulmonary artery. A catheterization was performed to remove the part of the catheter that remained in the patient's vein.